Event description:
As reported by patient via ansm report ((B)(6)): patient was diagnosed with left inguinal hernia, and was implanted with bard mesh pre-shaped on (B)(6) 2024. "During the post-operative visit one month after the operation, the surgeon clearly identified a scar tissue bulge in my groin and assured me that it would resolve itself in a few weeks. It will soon be two years, and I have not noticed any reduction. This condition causes me discomfort on a daily basis, particularly when walking." Date of procedure: (B)(6) 2024: patient placed in supine position. Approach to the inguinal region. Opening of the aponeurosis of the external oblique muscle with exposure of the spermatic cord, which is placed on the lake, as well as a direct hernial sac. Repositioning of the hernial sac into the preperitoneal space, closing the transversalis fascia at the crural arch with a vicryl 2.0 overlock suture. Insertion of a bard (pre-shaped mesh) prosthesis according to lichtenstein, fixed with separate vicryl 3.0 stitches at the pubic tubercle, on the joint tendon. Suture along the entire crural arch, suture also behind the passage of the spermatic cord through the prosthetic element. Hemostasis control. Parietal closure layer by layer in the usual manner with resorbable intradermal monocryl 3.0 sutures. Dressing. Medical summary of hospital stay: treatment during hospital stay: treatment initiated on (B)(6) 2024. Under general anesthesia, surgical repair of a direct right inguinal hernia using the lichtenstein technique with placement of a 13.7 x 5.9 cm non-absorbable bard prosthesis. Clinical status at discharge: uncomplicated, allowing return home the same day.

Manufacturer narrative:
As reported, the patient experienced scar tissue, discomfort and ambulation issues post implant of the bd/bard pre-shaped mesh. Based on the information reported, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient¿s postoperative course. No contact information was provided as such additional information cannot be requested. A lot number was not provided, as such a review of the manufacturing records could not be conducted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.